Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve failure was stenosis and approximately 6 years and 3months post valve implant, a valve-in-valve was performed.

Event description:
It was reported that approximately 6 years and 2 months following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. Additional information was received that the valve failure was stenosis and approximately 6 years and 3months post valve implant, a valve-in-valve was performed. Additional information was received that thrombus formation inside of the valve frame was confirmed. Additional information was received that the valve was implanted at a final implant depth of 4.3 millimeters (mm) on the right coronary cusp (rcc) and 5.5 mm on the left coronary cusp (lcc). The thrombus was located on the non-coronary cusp (ncc) and 81 milligrams (mg) of aspirin was used as anticoagulation therapy. The patient did not have any pre-existing coagulopathy issues, blood disorders, disease, or environmental factors that may have contributed to the thrombus formation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Corrected data: h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately (B)(6) following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. Additional information was received that the valve failure was stenosis and approximately 6 years and 3months post valve implant, a valve-in-valve was performed. Additional information was received that thrombus formation inside of the valve frame was confirmed.